Event description:
The following has been reported: batteries and the membrane are replaced. The software version updated to 2.2f version. Had to calibrate many times, disconnections while disconnecting, noticed wifi problems on charge wifi all the recommended methods are not working flussed the cpu board error during pressure calibration, this error appeared before, had to recalibrate during pm, now it appeared two times flushed the cpu wifi problems persist cpu board needs to be replace; ordered, did not come yet cpu replaced wifi not connected: ssid shown mac shown no ip put on charge in different place in the shop ip shown, but not loading libraries wifi replaces, all the problems gone libraries are loaded pm passed on (B)(6), 2024 reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
As the issue is unclear, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.